Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the capture thresholds on the right ventricular (rv) and right atrial (ra) leads had increased, and the sensing on the rv lead has also decreased. It was confirmed that both leads were dislodged. The patient was asymptomatic. The system was deactivated and will continue to be monitored. The patient was stable post programming changes.

Event description:
Additional information was received that the atrial lead was repositioned and the right ventricular lead was explanted on (B)(6) 2026. No patient consequences were reported.